Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This device referenced in this report was returned to omsc for evaluation. During the evaluation, the reported image loss was duplicated. As a result of the evaluation, it was found that the cause of this phenomenon is failure of ccd. Since the user facility is carrying out sterilization under autoclave conditions not recommended by olympus and has not been repairing ccd for more than four years after purchasing this device, it is presumed that failure of the ccd is due to deterioration. In addition, the autoclave condition that olympus recommended was five minutes, but the user facility was carrying it out for ten minutes. Also, the electric wires and solder conditions in the video connector, and arrangement of internal elements of insertion section were also checked, but no irregularities were found. Also omsc reviewed the manufacturing history of the subject device and confirmed no irregularity.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during the laparoscopic colon resection. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.